Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope twice. A remote interrogation was performed which showed no stored episodes that correlated with the syncopal events and within range lead impedance measurements. The cause of the syncope was unknown. The cardiac resynchronization therapy pacemaker (crt-p) remains in service and no adverse patient effects were reported.